Event description:
Customer reporting a false positive sars result with a sample showing an atypical curve. The customer communicated the retest of the sample is negative and the negative result was submitted. Most patients were asymptomatic as they were tested for pre-op screening.

Manufacturer narrative:
Investigation conclusion: a review of the customer data shows a possible elevated background to the patient sample but unable to fully determine. Root cause: unable to determine. Source: phone.